Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient had a surgical procedure where electrocautery was used. Intermittent noise was oversensed on the atrial channel with episodes lasting approximately five to six seconds. No asystole of greater than two seconds was observed. The patient had a regular ventricular rhythm throughout the procedure. The lead remains implanted and no adverse events were reported. Should additional information be received, this file will be updated.